Event description:
A 2.0mm by 10mm length r1 angioplasty balloon was inserted for treatment of a severely calcified lesion in the circumflex coronary artery. During the initial inflation of the balloon to 13atm, the balloon reportedly burst. The procedure was completed wtih another manufacturer's ptca balloon. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event.